Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Reportedly, while troubleshooting with tandem technical support the customer bg decreased to ¿low¿; however, a specific value was not provided. Reportedly the customer was refusing to further treat the low and emergency services was contacted. Customer declined to provide any additional information.